Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the therapy cable connector was difficult to remove because the connector was broken. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the therapy cable connector was difficult to remove because the connector was broken. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.